Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope's head was freely spinning. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope exhibited uncontrolled motion and a freely moving grey closure outside the patient. There was no injury. The issue was resolved by replacing the device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation, but evaluation has not been completed as of the date of this report.

Manufacturer narrative:
The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of the binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The root cause for laser marking issue is typically attributed to the improper reprocessing.

Event description:
Refer to h11 for follow-up information.